Event description:
A healthcare facility reported that a pt stated that when he went to bed, he smelled something burning, then the area where the power cord attaches to his CPAP humidifier sparked and caught fire. The pt put the fire out. There was no pt injury.

Manufacturer narrative:
We have made several attempts to obtain the device for examination, but thus far have met with no success. We also requested photographs, but have not yet obtained any. This is the only complaint of this type that we have received for the CPAP device. The device has a permanently attached power cord, which is securely clamped just inside the main enclosure. The wires are fixed to the pcb via a screw terminal block. The pvc flexible cord is approved. The enclosure is constructed of flame retardant materials rated to ul 94 v-0. No conclusion can be made at this time. We will continue in our efforts to retrieve the device and will then provide a follow-up report with the results of our investigation.